Manufacturer narrative:
Siemens has completed an investigation of the reported event. During the investigation, it was determined that the safety switch of the c-arm collision protection was damaged and became permanently activated. The investigation revealed that the safety switch of the c-arm collision protection was damaged and became permanently activated. As a result, system movement was only available in override mode with reduced speed. However, the operator decided to move the patient to another system. Several simulations were performed in the laboratory to determine the cause of the switch damage. The most likely cause is improper handling of the system, which led to a mechanical load (e.g. Collision with unknown obstacle) on the safety switch and finally to the described damage. The affected part has been exchanged by the local service organization and the error did not reoccur. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an interventional procedure, the user reported that the permanent c-arm peripheral guard was active. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.